Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer experienced a low blood glucose (bg) level of 53 mg/dl due to an unknown cause. Reportedly, the customer believed the low bg may have been caused by requiring the basal rate to be adjusted and alleged the low bg was not caused by the pump. Bg level was addressed by consuming glucose tablets. Recommendation was made to consult with their health care provider to discuss diabetes management.